Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. It was reported to abbott a patient¿s left t-12 drg lead had migrated. The patient had ineffective that could not be resolved with reprogramming. Surgery took place where the migrated lead and ipg were explanted and replaced. The ipg was electively replaced at the physician¿s discretion. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to migration of the left t12 drg lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.